Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, disability, and impairment. Associated MDR: 1018233-2012-00897 and 1018233-2012-01830.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use, which accompanies all devices, currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage; transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced intraoperative serosal injury, blood loss, prolonged postoperative urinary retention, misplacement of mesh, sling more proximal, compressing pressure on urethra, foley balloon reputed when saline was injected for a voiding trial, small fragment of a foley balloon within the bladder (foreign body in patient), stress incontinence, a lot of scarring at midurethral area (scar tissue), complicated dissection due to scarring, palpable mesh extrusion into vagina vault, exposed vaginal mesh, unspecified trouble with sling, required nonsurgical and additional surgical interventions.